Event description:
It was reported that the device rear rotation knob was difficult to turn; there was no patient consequence reported. The biopsy procedure was completed using the front thumbwheel on the probe. The device was returned for service and repair.